Event description:
As reported by the user facility: nurse programmed sodium bicarb in perfusor pump and when pump finished administering med, nurse noted syringe was still half full. Nurse reprogrammed pump to administer remaining volume in syringe.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation but the logs were provided for review. Log review shows on 4/8/2025 and 12:35pm an infusion start of 4.55ml/hr and 1 hour (dl: bicarb 1). At 1:35pm vtbi done alarmed with a volume infused to 4.55ml. At 1:42pm an infusion start and at 2:12pm infusion was stopped with a volume infused to 6.83ml and no further infusions taking place. The defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.